Event description:
Customer reports having low blood glucose symptoms with result of 95 mg/dl obtained on the aviva system. While attempting to treat his low blood glucose symptoms, customer passed out. Approximately 40 minutes later a friend found the customer; customer tested 18 mg/dl and paramedics were called. Customer tested 31 mg/dl on paramedic's meter within 10 minutes of result of 18 mg/dl. Customer was treated with a glucose IV and customer awoke within 6 minutes. Requested return of suspect device and replacement was sent.